Event description:
Reprise IV study. It was reported that left bundle branch block (lbbb) occurred. The patient was enrolled into the reprise IV study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin at the time. A loading dose of 90mn of ticagrelor was given the day of the procedure. A lotus introducer was placed and the aortic valve was treated with deployment of a 27mm lotus edge valve. On the same day, post index procedure, the subject developed lbbb. The lbbb was treated with temporary transvenous pacing. On the same day, the event was considered resolved. It was further reported that on the same day, post index procedure, the subject developed a groin site hematoma. Pressure was help above the groin site on the right side to for 15 minutes to treat the event. One the same day, the event was considered resolved. It was further reported that on the same day, post index procedure, the subject also developed paroxysmal atrial fibrillation. Three (3) days post index procedure, the subject was discharged on aspirin, clopidogrel and other anticoagulant medication.

Event description:
Reprise IV study it was reported that left bundle branch block (lbbb) occurred. The patient was enrolled into the reprise IV study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin at the time. A loading dose of 90mn of ticagrelor was given the day of the procedure. A lotus introducer was placed and the aortic valve was treated with deployment of a 27mm lotus edge valve. On the same day, post index procedure, the subject developed lbbb. The lbbb was treated with temporary transvenous pacing. On the same day, the event was considered resolved. It was further reported that on the same day, post index procedure, the subject developed a groin site hematoma. Pressure was help above the groin site on the right side to for 15 minutes to treat the event. One the same day, the event was considered resolved.

Manufacturer narrative:
B5 describe event or problem - updated b6 - relevant test / laboratory data: updated h6 - patient codes: updated.

Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) occurred. The patient was enrolled into (B)(6) study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin at the time. A loading dose of 90mn of ticagrelor was given the day of the procedure. A lotus introducer was placed and the aortic valve was treated with deployment of a 27mm lotus edge valve. On the same day, post index procedure, the subject developed lbbb. The lbbb was treated with temporary transvenous pacing. On the same day, the event was considered resolved.